Event description:
The user facility reports the ventricular catheter was placed and would not drain past the first stopcock. The user facility thought there may be an airlock in the drainage system. Two lumbar drains are expected to be returned. It is unknown if the patient required intervention. Patient injury was not reported. Additional information has been requested. 10/2002 additional information was received from the sales representative. The user facility reported the ventricular catheter was placed and when connected to the drainage system, the csf would not drain past the first blue stopcock. The neurosurgeon tried to flush the system with saline but this did not resolve the drainage issue. The neurosurgeon replaced the drainage system but csf again would not drain past the first blue stopcock. The ventricular catheter was not replaced, this functioned as desired. Csf was visualized in the drainage tubing. The drainage system was changed to another (unknown) product. No patient injury was reported but intervention was required.